Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a premature ventricular contraction procedure, vital signs started to decompensate and the patient expired. While attempting to advance the ablation catheter through the aortic valve into the left ventricle, the catheter was inadvertently advanced into the left anterior descending artery. The patients vital signs quickly started to decompensate and code was performed on the patient. Coronary angiography confirmed dissection of the left main coronary artery. Despite attempts to resuscitate the patient, the patient expired. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g4, h2, h3, h6 . The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Review of the device history record was not possible as the lot number is unknown. The cause of the reported event remains unknown.